Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely proximally. There was a larger than expected gap in the proximal, or crotch, of the clips. There were no patient consequences. Case completed with an el5ml.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaws properly aligned and the shrouds disengaged from the shaft. Upon cycling the device, it was noted to be empty and locked out broken. It is possible that because of the disengaged shrouds, the jaw of the device did not fully close, which could caused the jaws not to close as expected, and deploying a clip with gap. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.